Event description:
A malfunction alarm identified as malf 9 was reported by the customer. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided instructions to reset the pump, and after performing the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if any issues reappeared.